Event description:
It was reported that pump displayed malfunction alarm code 16 with no notable events occurring beforehand and that there was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while awaiting replacement pump. Technical support confirmed warranty and shipping details, instructed customer to place pump in storage mode before return, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return malfunctioning pump using prepaid label within specified timeframe, which customer understood and acknowledged.